Event description:
I had breast implants placed in (B)(6) 2020. In (B)(6) 2020 I started to develop pain, burning in chest, shortness of breath, fatigue, sore joints, headaches, iritis and uveitis, mental depression and mental fog and back pain. I had several labs done and was told I had developed an autoimmune disease. Over the years I have had numerous diagnostic test/labs etc. And many times was told there is no concrete diagnosis for my symptoms. After doing some research I believe my symptoms to all be related to breast implant illness. I am chronically sick and have no explanation as to why. I cannot afford to have my implants removed which leaves me no choice but to live day by day, with sickness attacking my whole body. My hope is that one day I may be able to get the financial help I need to finally rid this poison from my body. If so many women with breast implants are reporting the same symptoms at what point does it become necessary that insurance company/government funding become available to help. At this point it feels like life or death to women that are suffering from breast implant illness. Also, when I had my consultation for my surgery the possibility of becoming chronically ill was never mentioned to me. It should be mandatory that surgeons advise their patients that breast implant illness is a very real and likely side effect of this surgery. FDA safety report ID # (B)(4).